Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was a problem with extension of helix. The lead was attempted and not used. Another lead was used. It was also reported that during the implant of the implantable pulse generator (ipg), the hex wrench would not 'hook up' with set screw. Under closer investigation it was apparent that the set screw was loose in the header (i.e. Not threaded in position). The ipg was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.